Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but it is consistent with a programming issue.

Event description:
The patient presented in clinic following a remote transmission. Upon interrogation, post-paced t-wave oversensing was noted on the right ventricular channel of the device. There was also crosstalk causing inappropriate automatic mode switch (ams) on the atrial channel of the device. The device was reprogrammed and will continue to be monitored. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2017-32619.